Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient's device inappropriately delivered shock therapy 12 times in one day, for a supraventricular tachycardia. Post-shock rhythm ID had been programmed off. No adverse patient effects were reported as a result of these observations, although available information suggests that tachycardia therapy may have been temporarily exhausted due to consecutive shocks.

Manufacturer narrative:
The physician reprogrammed the vt zone cutoff, increasing it from 150 bpm to 180 bpm, and programmed post-shock rhythm ID on. Available information suggests that this device remains in service at this time. This event will be updated if any additional information becomes available. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.